Event description:
User facility reports leak in the venous bloodline tubing. Issue was found 2 hr, 45 minutes into hemodialysis treatment. Due to clotting and potential contamination the blood volume in the bloodline and dialyzer were discarded resulting in ebl = 212 cc. No pt injury or need for medical interventioin is reported. MDR is filed for blood loss only.